Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and replaced. No additional adverse patient effects.